Event description:
It was reported that the customer experienced a battery depletion issue, causing the pump to shut down unexpectedly. There was no reported impact on the customer¿s blood glucose level, as the customer declined to provide further details. No additional corrective actions were taken as the customer declined troubleshooting and was out of warranty, and the issue was documented by technical support.